Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The second perclose proglide is being reported under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the proglide device attempted vessel closure of the right femoral vein after an interventional procedure. Reportedly, two proglide devices involved in an endovascular aneurysm repair (evar) closure "didn't work". A third device achieved hemostasis. There were no adverse patient effects. Though requested, no additional information was provided.